Event description:
Additional information was received from the initial reported indicating that this event occurred during a therapeutic prostate adenoma procedure. According to the initial reporter, this procedure took place on october 10th. Reportedly, the failure occurred while they were resecting the prostate. The user confirmed that the device was inspected prior to use with no abnormalities noted, and that after a 15¿20-minute delay, the procedure was completed using another device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being submitted to provide additional information provided from the initial reporter. Should additional information be received, another supplemental report will be provided.

Event description:
The customer reported that their olympus hf generator unit began displaying an e006 error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be made available, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However it could be possible that the e006 error could be attributed to various causes that all have in common the electrical resistance between the two electrodes of the device in operation could increase which would then trigger the error message. Olympus will continue to monitor field performance for this device.